Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire. In addition, evaluation found water tightness was lost due to damage to the air/water tube, the bending section cover was scratched, the bending section cover adhesive was chipped and had a white clouded area, the scope connector was dirty due to water leakage, the light guide bundle was broken, forceps could not be inserted smoothly due to a dent on the instrument channel, the connecting tube was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope malfunctioned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Event description:
Additional information received from the customer reported that they did not know when the failure occurred and the name of the intended procedure was unknown. There was no delay and the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.